Manufacturer narrative:
Product usage when alleged event/defect was encountered is unknown.

Event description:
The event is reported as: the customer alleges that the on switch will not turn on the unit.